Event description:
It was reported that a chemoclave® vented bag spike was reported to have generated a leak. It was stated in the report that there was leakage from the air vent. An unknown chemodrug was involved in the event. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(4).

Manufacturer narrative:
One used device was returned for evaluation. As received no anomalies were observed. The set was primed as per procedure and a leak from the filter vent hole was confirmed. Complaint of leaks can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.